Event description:
It was reported that a malfunction alarm occurred. It was also reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. In addition, it was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred and was unable to be cleared. The customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction and temperature alarm issues were verified. Based on the analysis, the alleged insulin gauge/fill estimate issue could not be verified. The information will be used for tracking and trending purposes.